Event description:
It was reported that review of the remote transmission revealed that the right ventricular lead exhibited low impedance. A noise reversion episode was also observed. No intervention was reported. The patient would continue to be monitored.

Manufacturer narrative:
(B)(4).